Event description:
Information was received indicating that when using the smiths medfusion 3500 syringe pump it was noticed that the drug administering is faster than the time displaying on screen. There were no adverse events reported.